Event description:
On (B)(6) 2015 the reporter contacted animas alleging that on the same day, the patient experienced elevated blood glucose (bg) of ¿high¿ (>600mg/dl) with vomiting, extreme thirst, excessive urination, and large ketones. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. Customer technical support reviewed the pump with the reporter and found that the pump was delivering insulin as programmed; no pump defects were found during troubleshooting. Troubleshooting indicated that the basal delivery totals in the total daily dose did not match the active basal program due to the user making changes to the basal program. Troubleshooting also indicated that the patient had not responded to an alarm in a timely manner, resulting in cessation of insulin delivery for an unspecified amount of time. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with use error of the pump.

Manufacturer narrative:
The pump has not been requested for return at this time. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 06/19/2015 with the following findings: a review of the pump histories found that the basal history and the total daily dose history added up correctly to the basal setting that was programmed by the user. There were no errors, alarms, or warnings to indicate interruption of insulin delivery observed in the alarm history or black box prior to the event. The pump powered on normally and successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. No pump defects were found during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.